Manufacturer narrative:
The event unit is anticipated to return to applied medical for evaluation. A follow-up report will be sent upon completion of investigation.

Event description:
Procedure performed: unknown. Event description: [translation] 11 mm trocar. Complaint: the valve has come loose. How this happened is a mystery. As a result, it has ended up loose inside the abdomen. Consequently, there is no longer any air in the abdomen. Unfortunately, the department no longer has the outer packaging. Only the (dirty) trocar remains. Additional information received from applied medical representative via email on 28may26: the valve has come loose. How this happened is a mystery. And as a result, it ended up loose inside the belly. Because of this, there is no more air in the belly. Patient status: no patient injury reported.